Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported the same day as event onset, the patient was hospitalized for another indication. The same day as the event onset, the patient was treated with vancomycin injection (1g, stat intraperitoneal, one dose) and ceftazidime injection (1 g, stat intraperitoneal, one dose), and ceftazidime injection (one gram stat, intraperitoneal, one dose) for peritonitis. The following day the patient was treated with vancomycin injection (100 mg, intraperitoneal, one dose, then the route was changed to intravenous, ongoing) and ceftazidime injection (500 m, intraperitoneal, one dose) for peritonitis. The following day the patient was treated with ceftazidime injection (500 mg, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. On an unknown date, the patient was discharged. Two days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis therapy (ongoing). No additional information is available.